Manufacturer narrative:
(B)(4).

Event description:
The customer complained of false positive nitrite results for 3 patient urine samples that were tested on a urisys 1100 urine analyzer. For one patient the customer performed a visual test and the nitrite result was negative. A visual test was not performed on the other 2 patients. Based on the fact that the patients were symptomatic for a urinary tract infection and the meter gave positive nitrite results the physician treated the 3 patients with an antibiotic. A urine sample for each patient was sent to the laboratory for further analysis. No laboratory details or results were provided. The customer believed the meter result was incorrect based on the visual negative result for the 1 patient. An erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The customer stated that the calibration and controls were performed daily and passed in the morning. The meter was used in the correct operating conditions and the strips were stored properly. The urine sample was fresh and had not been centrifuged. The strip lot number was 23841503 with expiration date 30-sep-2018. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent to the customer.

Manufacturer narrative:
The customer provided the urisys 1100 urine analyzer for investigation. The customer's analyzer was missing a component and a part was dirty. A retention component and part were used for the investigation. The retention test strip material (lot 238415000) was tested on the customer's urisys 1100 uring analyzer and on a retention urisys 1100 urine analyzer with a zero native urine and a nitrite dilution series. A visual check was performed. The results of the measurements fulfill the requirements. No false negative results were observed. The investigation was unable to find a definitive root cause.